Manufacturer narrative:
The t:slim g4 user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 52 (mg/dl). Customer consumed candy to treat bg level. Troubleshooting with tandem technical support indicated pump was performing as intended. Reportedly, customer uses apidra insulin with the pump. Recommendation was made to consult with health care provider to discuss diabetes management.

Manufacturer narrative:
Functional testing could not be performed as the device was unable to recognize pc.